Event description:
It was reported that the patient presented to a follow-up after receiving an inappropriate shock. Review of the stored egms showed oversensing on the lead. Aborted charges and a drop in signal amplitude were also noted. During the lead revision while trying to connect the new lead to the device, the setscrew was unable to be tightened. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.